Event description:
When the device was used during a rouxen-y procedure, the surgeons fired the device as normal with no reported difficulties in positioning, tightening or during the firing sequence. Upon removal of the device, the anastamosis fell apart except for 1/3 to 1/4 of the staple line, as reported by operative nurse staff. Anastomosis was manually sewn laparoscopically. 45 minutes of additional operative time to sew and test anastamosis. There was no pt consequence.